Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke off after use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle npe. A patient called bdj's cs to report that when the pen needle was detached after use, the needle npe was broken and was trapped into the pen."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke off after use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle npe. A patient called bdj's cs to report that when the pen needle was detached after use, the needle npe was broken and was trapped into the pen."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.